Event description:
The patient experienced a loss of therapeutic effect since falling on his device in the shower. He does not feel stimulation and the recharger does not "find the neurostimulator. Additional information has been requested.

Manufacturer narrative:
(B)(4)